Event description:
Endostitch needle es-9 of a 2-0 polysorb suture broke in half while being used in patient on an endostitch suturing device. Half remained in suturing device, half in patient and unable to see. An x-ray was performed. One of the needles from the endostitch broke off within the wall of the stomach near the staple line of gastric pouch. Surgeon was not able to retrieve it. An x-ray was performed.